Event description:
This spontaneous report was received on (B)(6) 2013, from a female consumer (age unspecified) reporting for self from (B)(6). The medical history and the concomitant medications were not reported. On an unspecified date, the consumer started using the o.b tampons multi pack vaginally for monthly cycle (lot number 0343m8227, dose, frequency and expiration date unspecified). After an unspecified duration, when she went to take out the tampon, it came out undone and appeared to be unraveled and came apart from the inside out and she was not sure if she was able to retrieve all of it. She stated that string was still attached to the tampon and looked like one big long piece of cotton. The action taken with the device and the outcome of event were unknown. This report was assessed as non-serious. The company causality was assessed as related. This report was considered a reportable malfunction case in the united states.

Manufacturer narrative:
This foreign report is being submitted (B)(4) 2013, for a device product that is considered same/similar to a us marketed device (ob tampons multi 40s (18reg 12sup 10sup)). This closes out this report unless additional follow up information is received.

Manufacturer narrative:
This foreign report is being submitted 11-nov-2013, for a device product that is considered same/similar to a us marketed device (ob tampons multi 40s (18reg 12sup 10sup)). This closes out this report unless additional follow up information is received.

Event description:
This spontaneous report was received on (B)(6) 2013, from a female consumer (age unspecified) reporting for self from (B)(6). The medical history and the concomitant medications were not reported. On an unspecified date, the consumer started using the o.b tampons multi pack vaginally for monthly cycle (lot number 0343m8227, dose, frequency and expiration date unspecified). After an unspecified duration, when she went to take out the tampon, it came out undone and appeared to be unraveled and came apart from the inside out and she was not sure it she was able to retrieve all of it. She stated that string was still attached to the tampon and looked like one big long piece of cotton. The action taken with the device and the outcome of event were unknown. This report was assessed as non-serious. The company causality was assessed as related. This report was considered a reportable malfunction case in the united states. Additional information was received on 22-oct-2013. The sample was not received. A review of the trending data revealed no unfavorable trends and no trend for the reported lot number. Manufacturing and batch record review was performed. The review revealed no incident in regards to process deviations or any atypical situation that may be associated to this type of complaint. The visual inspection of retain sample was inspected and no nonconformance or manufacturing defects were observed related to this complaint, device met specification. Based on the investigation results, due to the lack of field sample and in the absence of trend, no assignable cause was identified. Complaint trends would be continued to be monitored. This report remains non-serious. This report remains as a reportable malfunction case in the united states.